Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. High pacing threshold was also noted. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that high out of range shock impedance measurements continued to be observed. During in-clinic follow up, out of range measurements were observed in all programmed configurations. Subsequently, minimum and maximum energy shocks were performed and shock impedance measurements were observed to be within normal limits. The physician will continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).